Event description:
The surgeon implanted a 3-piece silicone lens model aq2017v and was removed without patient injury. The surgeon stated there was pseudoexfoliation and the felt the patient's eye would not support the lens. Additionally, the surgeon decided to use a different type of lens. At this time, no further information has been forthcoming from the facility.